Manufacturer narrative:
The attachment was received at the MFR for service and eval. Upon disassembly debris was found in the rear geartrain. Based on the investigation details, this debris mixed with the device's lubrication was the likely cause for the overheating.

Event description:
The attachment was returned to the MFR for service, and during the investigation the device overheated. There was no pt involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.